Manufacturer narrative:
The controller (B)(4) was returned to heartware for evaluation. The controller passed both visual and functional testing. Review of the controller log files revealed multiple suction and low flow alarms that correlate with the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical factors and patient comorbidities may have been contributing factors to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) hospitalization.

Event description:
It was reported from the site that the patient was admitted for suction and low flow alarms, had a syncopal episode today, fell and woke up on the floor. Physician instructed coordinator to exchange controller. Therefore, a new controller was given to the patient from hospital stock and the event was resolved without patient injury. No additional information available.